Event description:
Ligasure xtd device and instrument malfunctioned. The plastic melted onto a portion of bowel. The device had to be cut away from the tissue. The patient did not require additional treatment, no patient injury.